Event description:
The pt was admitted to the hospital for removal and replacement of bilateral silicon breast implants secondary to tight encapsulation and rupture of implants. These breast implants had been placed in 1980. The MFR is unknown. The pt requested possession of her surgically removed breast implants.